Manufacturer narrative:
MFR's report date: 03/30/2011. (B)(4). The customer's report of a leak was confirmed. The cause of the leak was due to a tear in the silicone tubing. The presence of crush marks on the upper fitment were noted. The cause of the tear was undetermined.

Event description:
Customer reported that a pt went down to gi lab for a procedure and it was noted that there was leaking from the IV set pumping segment near the upper fitment. IV fluid was infusing. Tubing was changed out. There was no pt harm and no further pt/event info is available.